Manufacturer narrative:
Philips service replaced the defective dvi adapter and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that no image appeared on the acquisition monitor due to defective adapter on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.